Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/05/2019. The manufacturer¿s field service engineer (fse) confirmed the reported the touch screen issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. Performed touchscreen calibration. Unit fully operational. Performed tests per service manual. Unit fully operational. Restored default settings. Checked time and date. Returned unit to service. Repair complete.

Event description:
The customer reported touchscreen failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered.